Manufacturer narrative:
Age & ethnicity: information unknown/not provided. Date of event: exact date not provided, article acceptance date is november 30, 2021. Brand name: unknown, as the serial number was not provided. Model number: the model number is unknown as the serial number was not provided. Catalog number: the catalog number is unknown as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: UDI number is unknown, as the serial number was not provided. Implant date: unknown, information not provided. Explant date: unknown, information not provided. The device was not returned for analysis; therefore, a failure analysis of the complaint device cannot be completed. As the serial number of the device is unknown no further investigation can be performed. If there is any relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Citation: matsushita k., kawashima r., hashida n., et al. (2021). Barium-induced toxic anterior segment syndrome. European journal of ophthalmology. Pp.1-5. Doi:10.1177/11206721211069223. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on literature review: article: barium-induced toxic anterior segment syndrome. A study was done to report a case of toxic anterior segment syndrome (tass) in the eye of a woman that occurred subsequent to glaucoma implant surgery. A 55-year-old woman with high intraocular pressure (iop) associated with glaucoma underwent implantation of a baerveldt glaucoma implant (bgi). There was an occurrence of sterile anterior uveitis with a large bulging bleb following bgi surgery compounded by the lack of white blood cells in the vitreous which were considered as tass. It was identified that the barium sulfate originating from the plate of a bgi was likely the causative agent for tass. Therefore, replaced the bgi with an ahmed glaucoma valve which has seen no recurrence of the inflammation, even in the absence of steroid therapy. The iop has remained low, although it transiently spiked once.